Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se reseated the exhalation flow sensor (evq) and replaced the line interface 2 printed circuit board (pcb) and the communication backplane pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated an error message and it would not ventilate. The ventilator was not in use on a patient at the time the event occurred.